Event description:
Patient presented for ablation of two left upper lobe lung nodules. There was device malfunction (ablation tip breakage) when attempting to perform a 4th overlapping ablation on the 1st of two lung nodules. When the microwave applicator (neuwave pr15xt) was removed from the lung, two small applicator fragments were found to be retained in the left upper lobe lung as seen on repeat CT. The fragments were not in a location amenable for removal at the time of the procedure. The procedure was aborted and ablation of the 2nd nodule was not performed. The patient was transferred to the inpatient setting for thoracic surgery consultation.